Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g1, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced reconciliation issue. The technical support specialist advised the customer to get permission to reconcile the patient profile to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis medstation es system had reconciliation issue, preventing user from removing the required medications and causing patient care delays. The customer stated that the nurses cannot pull meds for this particular patient, and it is affecting patient care to have to pull up the temp patient each time and "override" the medications. The profiles need to be merged, or the temporary profile removed to the correct patient with active order will show up for the nurses at the pyxis medstation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had a patient reconciliation issue. A technical support specialist advised the customer to get permission to reconcile the patient profile to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had reconciliation issue, preventing user from removing the required medications and causing patient care delays. The customer stated that the nurse had to create temporary patient each time and override the medication. There were no adverse events or injuries reported based on this event.